Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on (B)(6) 2019. It was reported that the patent was cognitive and unaffected by the granuloma. The only reason the patient was scanned was because the therapy wasn't really helping and the dose they were on. It was the hcp's first time meeting this patient. It was noted that no surgical intervention was planned or scheduled at this time as the patient was being titrated off of the medication first. The granuloma was not resolved at the time of report.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), UDI#: (B)(4), implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving fentanyl at an unknown concentration and dosage and bupivacaine at an unknown concentration and dosage and clonidine at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2019, it was reported that the patient had a granuloma. The patient was new to the hcp's practice and the hcp ordered an MRI due to the patient's high dose of medications and the patient's complaints of pain. A granuloma was discovered. No environmental/external/patient factors that might have led or contributed to the issue were reported. The patient's dose was reduced and eventually saline would be placed in the pump and the patient would be rescanned. The issue was not considered resolved at the time of the report. Surgical interventiondid not occur, but it was unknown if a surgical intervention was planned. The patient's status was unknown. No further complications were reported.